Event description:
It was reported that the patient¿s stimulation seemed to be going off and coming back on strongly and painfully. Sometimes when she moved slightly, the stimulation will change and will be painful. This had been going on for about a month. The patient had tried changing the amplitude but the settings came back the same, and felt even stronger. The basic functions of the adaptivestim leaning feature were reviewed. Additional information regarding this event and its outcome was requested. If received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).